Event description:
Mechanical thrombectomy of an m1 section of the right middle cerebral artery (mca). During the procedure, it was reported that the solitaire fr stent detached when attempting to remove a clot on the first pass and remained in the patient. It was reported that there was a small perforation in the vessel at the proximal end of the stent, but no other injuries were reported with the patient.

Manufacturer narrative:
The device will not be returned for evaluation as it remained in the patient and the pusher was discarded. (B)(4).